Event description:
The customer reported to customer service that the transformer for her breast pump power supply is "coming apart, frayed and wires are showing." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see any melting, fire, smoke or sparking but confirmed that the transformer housing split in half, exposing the inner electronics. She indicated that when she went to use it, she noticed a crack and when she removed it from the wall outlet it broke in half. She also indicated that no injuries were sustained as result of the issue and that she disposed of the power supply. A break in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. The unit is ul certified and, as such, has been tested for impact and dropping. No conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product will continued to be monitored for similar issues.